Event description:
Plaintiff alleges that she has suffered and will in the future suffer mental strain, emotional stress and the loss of enjoyment of life. She has incurred and will in the future incur expenses for medical care and treatment and will suffer wage loss and loss of earning capacity.